Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the mid left anterior descending (lad). During the procedure, it was noted that a 2.5x12mm quantum maverick monorail balloon ruptured at 15 atms during the 2nd inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good."

Manufacturer narrative:
(B)(4). Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)